Event description:
Event complications: none from the event - reported 8/9/96, 8/19/96, 9/3/96. Patient's current status: unk - rpt'd 8/19/96.

Manufacturer narrative:
Device label code for f10. Position 1: 1701 and position 2: 1738. Evaluation: the product was not returned or released to datascope for evaluation.